Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements were noted on the device and right atrial (ra) lead. Noise was produced in bipolar and unipolar configuration during the isometric test. Additionally, loss of capture was noted. As a result, a lead fracture was suspected. X-ray revealed no signs of fracture, but as the impedance measurements would fluctuate out of range and then be appropriate, the physician concluded there was an incomplete fracture. The device was programmed to vvi and the lead will be revised at the device changeout procedure. No adverse patient effects were reported.